Event description:
Customer reported that alarms were going off too often and experienced better control when blood sugar levels were high or low. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.